Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was in an emergency pacing mode even though the external pulse generator (epg) was in the locked mode. The clinician was not sure who activated the emergency pacing and felt this was a safety issue as the emergency key was easily accessible to the patient and others. A protective cover was not used on the device at the time; therefore, technical support (ts) sent three protective covers to the clinician. The epg remains in use. No patient complications were reported as a result of this event.